Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: resistance with vessel. It was reported that another company's guide wire and a micro catheter were delivered to cross the lesion, but the guide wire went into a false lumen and it was not able to advance any further. Another attempt was made with the pilot and another micro catheter. The pilot with the micro catheter were able to cross the lesion, but manipulation became cumbersome and complicated. The other company's guide wire and the micro catheter were removed out of the patient. After removal, the patient's blood pressure decreased and a perforation was observed on angiography. Another company's balloon catheter dilated the vessel and a 2.5 x 20 mm exprit performed a long inflation and hemostasis had been done successfully. No treatment was done on the lesion. Another intervention will be performed on the patient in three months. The patient's condition has been stable. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. From the incident information, the cause of the perforation is unclear. Vessel trauma, to include a perforation, is a potential hazard described in the instructions for use (IFU) and is not generally associated with a guide wire quality issue. A perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. The IFU warns not to move the guide wire against resistance although case circumstances can cause unexpected guide wire movement against resistance. A conclusive root cause for the perforation could not be determined.